Event description:
It was reported that oversensing was observed. It was not clear if the oversensing was due to the lead or the ICD being at eol. Fluoroscopy revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 38.6cm was returned for analysis. Internal insulation abrasion was found between 11.7cm to 13.3cm from the distal tip. External insulation abrasion was found between 11.1cm to 12.6cm from the distal t ip, consistent with lead friction to another device. The etfe coating was intact at these locations.